Manufacturer narrative:
A manufacture representative went to the site to test the system. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the screw projections were not changing in real time. For example, if the screw was 40 mm in length and the site changed it to 50, it would not change. The site had to go to 0 and then to 50 to get the length to change. The site was able to resolve the issue by removing the tool cards and then re-adding. This caused a 5 minute delay. There was no reported impact on patient outcome.